Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5059708/21269749.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) replacement procedure due to an unknown reason.